Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a group g streptococcal pocket infection. The patient was treated with antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.